Event description:
It was reported that an occlusion alert occurred during a meal delivery on an ilet system, recurred after the user cleared it, and was resolved only after a full supply change; the user¿s blood glucose rose to 346 mg/dl during the issue and later improved to 98 mg/dl after supply change, characterized as obstruction of flow involving a connector/coupler. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed findings consistent with a deformation problem associated with obstruction of flow at a device connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.